Manufacturer narrative:
(B)(4).

Event description:
It was reported that in (B)(6) 2010, the pt had a problem with recharging. There were coupling and/or communication issues. The pt got all the boxes shaded and then would loose all the boxes. The pt had an appt to see their dr. No treatment or outcome was reported. Several months later, it was reported that the pt fell asleep on the recharger. When the pt woke up, he could smell smoke and burning. The skin was red where the antenna was. No pt treatment or outcome was reported. Add'l info has been requested from the hcp, but was not available as of the date of this report.